Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks. It was noted that the device was programmed to three zones, with a monitor only zone. It was noted that the rate was in the ventricular tachycardia (vt) zone, and that the first attempt was no therapy, the second attempt was a burst of atrial tachycardia pacing (atp) and then the patient received shocks per the episode summary page of the report. It was questioned why the atp bursts could not be viewed in the stored electrograms. Technical services (ts) stated the first 2 bursts should be visible in the egram. Ts reviewed the episode and noted the episode was greater than 4 minutes long, and noted the first atp was given at greater than 5 minutes; therefore, the data was truncated by the programmer and the atp's were not visible in the strip. No adverse patient effects were reported.